Manufacturer narrative:
H6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection noted the suture wing attached to a patient with a red circle drawn around it where the suture wing should be. It was reported that there was a securement wing issue and an ingrowth or catheter migration issue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the pipeline during treatment, the suture wings and the tube body fell off/came out of the central collar position. It was mentioned that only one catheter came out of the cannula. The catheter was not repaired and there was no leak. Iodophor was used as the cleaning agent on the device and tego was not utilized. There was no luer adapter issue and the insertion site (femoral vein) was treated prior to product placement and they used iodine for disinfection during catheter implantation and flushed the tube with 0.9% saline. There was nothing unusual observed on the device prior to use and flushing was normal and had no abnormalities. No other product were being utilized with the device and there were no other defects/damages found on the product. As the catheter prolapsed, the treatment was affected (the treatment was delayed for about 4 hours). On the same day of the event, the tube had to be pulled out (extubated) and also replaced with a new catheter (with a different lot number) which caused inconvenience. The new device was used successfully and the procedure was completed. There was no patient injury.